Event description:
It was reported that the 9600 system had a ma error message. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The high voltage tank correction was cleaned and re-seated during the service call. The system was found to be working as intended, and put back into service.